Manufacturer narrative:
The reagent lot number was 799915. The expiration date was not provided. The field service engineer found there was a reagent pack in the outer wheel, causing an error. She placed the pack in the inner wheel and performed precision testing that passed. The investigation is ongoing.

Event description:
There was an allegation of questionable acetaminophen results for 11 patient samples from the cobas c 503 analytical unit. The initial results ranged from >200 to 12 ug/ml. The repeat results were all <5 ug/ml. A specific example was provided on an initial result of 50 ug/ml and a repeat result of <5 ug/ml. Some patients were treated with an anti-acetaminophen drug, but there were no adverse effects.

Manufacturer narrative:
The field service engineer found the customer was using the incorrect calibrator material for the acetaminophen assay. It was confirmed that the customer's qc, which was performed after the calibration and before the patient sample testing using the incorrect material, had failed. The assay was recalibrated using the correct calibrator material, and the issue was resolved. Product labeling for the assay states to use the acet2 calibrator material. The investigation determined the event was due to the customer's error in using the incorrect calibration material.